Event description:
The customer reported the system would not produce x-rays. No patient injury was reported.

Manufacturer narrative:
The ge representative evaluated the system but no conclusion can be drawn as repair information is not available.